Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risks associated with inflatable penile prosthesis procedures and are noted as such in the device instructions for use. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: the delivery device instructions for use (IFU) was reviewed. The patient symptoms erosion and tissue damage were found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherit risk of device was assigned to this investigation.

Event description:
It was reported that during the post-operative period after having an inflatable penile prosthesis (ipp) implanted, the patient presented with the right cylinder of his ipp device extruding through the implant site. This resulted in a genital deformity preventing the patient from having sexual intercourse. The cylinder is going to be repositioned. The patient later underwent a revision surgery in order to reposition the right cylinder into the corpus cavernosum.

Event description:
It was reported that during the post-operative period after having an inflatable penile prosthesis (ipp) implanted, the patient presented with the right cylinder of his ipp device extruding through the implant site. This resulted in a genital deformity preventing the patient from having sexual intercourse. The cylinder is going to be repositioned.